Manufacturer narrative:
(B)(4). As received, the specimen consists of one clinically used hydro gw stf std device; returned coiled, loose, double-bagged within'zip-lock' style ply pouches. No other original packaging or other devices involved is included. The catheter involved in the event was not provided for analysis. The specimen presents a varying radius bend of 3.5 to 7.8 cm from the distal tip and has sustained a fracture at 62.35 cm from the distal tip. The fracture presents indications of low cycle bending overload fatigue fracture; bent overload and then straightened, resulting in fracture. After wiping the specimen with a gauze pad soaked with room temperature blood-bank saline, the specimen was subjected to visual and tactile examination. Microscopically, the specimen coating appears to be worn and abraded and consistent with clinical use. The specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-feb-2015. It was reported that guidewire kink occurred. The target lesion was located in the left femoral artery. A 035/260 angled zipwire hydrophilic guide wire was selected for use. When the wire was crossing the stenosis, the guidewire was kinked. The procedure was completed with another size of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed guidewire fractured.